Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient.it was reported that they have never been able to adjust it to where if focuses more on the lowerback, seems it goes to my legs.when asked the patient what are the steps taken to resolve the issue, patient mentioned they haven't done anything yet.they are seeing a new health care professional , and hopefully they have new idea about it.patient will meet the manufacturer representative (rep) if they can help to adjust.

Event description:
Additional information has been received stating that the patient never got relief from the beginning. It had hard time charging until recently they got a new donut. They are still using and feeling it more in the legs than in the back.

Manufacturer narrative:
Continuation of d10: product ID 97755-s; serial# (B)(6). Product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.